Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the device disconnects. A visual inspection was performed and showed the scope to have distal tip damage and a broken sidearm. This damage is caused by contact with another source. No manufacturing related defects were observed.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the device disconnects. A visual inspection was performed and showed the scope to have distal tip damage and a broken sidearm. This damage is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that during the procedure, the device disconnects. No patient injury or delay were reported. Back-up device was available to complete the surgery.